Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the pump intermittently powered on with the returned battery cap due to cap detaching. A test battery cap was used for all testing. Battery cap is unable to fully tighten. The battery cap threads were damaged and the slot on top of the battery cap was damaged. There was a battery compartment crack observed below the grip pad. Multiple pump reboot events were observed in the black box. The pump was exercised for 24 hours and no reboot, loss of power or call service alarms were duplicated. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.